Event description:
It was reported there was a pump that took almost 8 hours to recover from a stall. It was noted this happened years ago. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).